Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. Customer also reported damage to the insulin pump case. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm.